Event description:
Power wheelchair with person sitting in it; chair in "on" position but not being operated, suddenly shot backward at a high rate of speed. It hit a wall and continued to spin. Repairman could find nothing wrong.